Event description:
It was reported that the user experienced recurrent alert 38 motor stall notifications despite no occlusion alerts, multiple restarts, and a full supply change, with correct cartridge priming and site rotation practices verified, and a successful dry run to maximum speed followed by successful resumption of insulin delivery. Symptoms included no reported adverse clinical effects and no change in blood glucose during the call. Outcomes included no interruption of therapy beyond troubleshooting and no medical intervention or hospitalization. Investigation included guided troubleshooting, removal and reinsertion of the cartridge, pump restart, and a dry run without supplies, followed by a complete supply change. Investigation of this case revealed that the pump motor functioned as expected during the dry run and after supply replacement, and that the issue was consistent with a transient motor stall alert without confirmed occlusion or hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive, with a possible transient interaction between the infusion set or cartridge fitment and motor loading that resolved after reassembly.